Manufacturer narrative:
Siemens service engineer was dispatched to the site. The engineer installed a new camera, performed 3d calibration of the standalone arcadis orbic unit and the medtronic navigation system. The 3d accuracy was verified using a phantom with a medtronic representative present for the test. The system was brought back to specifications and is fully operational.

Event description:
Siemens became aware of an adverse event with siemens arcadis orbic gen2 unit in conjunction with medtronic navigation system. The surgeon made an incision and started a case but when the physician tried to acquire images on the c-arm of the arcadis orbic, the system became unresponsive and the screen went completely blank. This caused over an hour delay in the procedure. The surgeon was able to place 2 cages in the patient but placement of the screws was rescheduled for later time. There are no injuries attributed to this event.